Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient with breast cancer underwent a port placement procedure through the internal jugular vein using a powerport m.r.I. Isp device. On (B)(6) 2026, the patient reported chest discomfort. Examination revealed a fractured catheter. It was further noted that the catheter had completely broken in the middle, one segment remained connected to the port body, while the detached fragment had migrated toward the heart. Both the port and the catheter were removed by the interventional radiology department. The patients current condition is good.